Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection and erosion. A wound debridement was performed, and the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This implantable lead was explanted.